Manufacturer narrative:
Failure analysis for fiber 0010-2400-515b-(B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on the metal surface; the fiber exhibits scratch marks on outer flow tubing; the outer flow tubing exhibits contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 68,000 joules and 15 minutes while using the side-firing surgical fiber during a prostate procedure, the fiber flashed than began to forward-fire; the fiber was not cleaned during the procedure. There was no patient injury reported and the procedure was completed using a second surgical fiber.